Event description:
It was reported that when the physician was removing the trial lead, the lead fractured between electrode 1 and 2, leaving the distal electrodes in the patient. The two electrodes were identified under x-ray and removed from the patient. Two days later additional information was received indicating that the patient was not having any issues. The entire lead was removed after fracture with no issues. Upon product return when the trial lead was removed the electrodes 0 and 1 broke off in the patient. The patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: 977d160, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: screening device. (B)(4).